Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition the wake button had stopped functioning. Reportedly, due to a delay in delivering a bolus after consuming food, the customer experienced a blood glucose (bg) level of 270 mg/dl. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source, and that the malfunction alarm had cleared a correction bolus was delivered to address the bg level. Reportedly, the customer continued using the pump for insulin therapy,